Manufacturer narrative:
The report of lead migration cannot be confirmed with product testing as this issue is commonly caused by some forms of physical activity, which can include trauma, such as falls and accidents. The patient did not report any falls or trauma prior to the reported event. Analysis of the returned lead found minor damage associated with the explant procedure and the lead passed end to end continuity and inter-channel continuity testing.

Manufacturer narrative:
¿Date of event¿ is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-13685. It was reported that the patient's leads migrated. Surgery occurred to explant and replace the leads to address the issue.